Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of product quality problem could not be confirmed. Visual analysis was performed on the can and no mark or anomaly was noted. Electrical analysis was performed, no anomalies were noted and device was in normal range of operation. Longevity assessment was performed, and device has appropriate remaining longevity.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure, when the physician opened the device box, he found a black mark on the pacemaker. The pacemaker was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.